Event description:
The facility's biomed reported an infusion pump with failure code 812:00 occurring during clinical use. Review of the pump's event history revealed fc 812:00 did not occur but the event history did show a failure code 812:02. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available. Alternate contact info was requested but no alternate contact was identified.